Event description:
Invalid result (s). I followed the directions step by step and I never got any lines to indicate of I had covid or not. So I made an appointment at cvs and took the test through the drive through.